Event description:
It was reported that the customer was taken to the hospital due to high blood glucose levels and ketones. Prior to the event, the customer's pump alarmed no delivery, but produced no audible sound or vibration. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.